Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was treated in the emergency room twice due to hypoglycemia. The blood glucose reading during the first event was reported as being 47 mg/dl. Troubleshooting was performed and found that the customer was not checking his blood glucose levels. The customer's mother stated that the customer does not have a glucometer, so he is just treating his blood glucose based on the amount of food he is eating. The customer's mother declined to perform any additional troubleshooting. It was explained that the customer should check his blood glucose levels 4-6 times a day when using an insulin pump. The customer was advised to revert to a backup plan to treat his diabetes until a glucometer can be attained to check his blood glucose levels. Nothing further was reported.